Manufacturer narrative:
The medical facility in (B)(6) did not return the impella product for analysis. The product was discarded upon explant. The medical facility did not release further clinical details or medical imaging to review impella pump positioning. Should more details be shared that will lead to root cause, a final medwatch will be filed. The root cause of the hemolysis is not known. The failure mode will be monitored and trended.

Event description:
A patient was admitted in cardiogenic shock to the medical facility in (B)(6). The patient had deteriorated on route to the facility and was cardioverted for ventricular fibrillation. Upon admission he had coronary angioplasty while supported by an impella 2.5 pump. The pump remained on for hemodynamic support for 51 hours when the team chose to explant the pump due to hemolysis concerns. The team had attempted to remedy the hemolysis with pump repositioning and infusion of haptoglobin and red blood cells, to no effect. After pump explant the patient was stated to be recovered and stable without lasting harm from the hemolysis.